Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 6 months post implant of this 23mm aortic root bioprosthesis, the valve leaflets were resected and a 19mm non-medtronic bioprosthetic valve was implanted within the aortic root bioprosthesis. The reason for replacement was reported as severe aortic insufficiency due to significant prolapse of the non-coronary cusp. It was reported the aortic valve had minimal calcification at the commissures. No additional adverse patient effects were reported.